Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when tested with a manometer pre-operatively, saline drained straight through the valve when set at 1.5. There was no stoppage of saline when the valve was both lying flat or in a vertical position. It was stated there were no environmental factors that could have affected the performance of the product. The valve was replaced.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pre-implantation, and leak testing. However, the valve did not meet the requirements for pressure-flow testing. Particulates were also observed inside the valve. It is not known how or when these particulates entered the valve. The instructions for use that accompanies the device cautions that, ¿introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/ flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.